Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular lead perforated patient's heart. An echo confirmed that there was fluid in the pericardium and a pericardiocentesis was performed. The fluid was successfully drained and the procedure completed successfully. Patient was recovering.